Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a cystourethroscopy and left ureteroscopy with biopsy, a patient suffered a grade 4 ureteral injury following the use of a cook single-use holmium laser fiber. Per the initial reporter, this was due to a "surgeon error". A ureteral stent was placed for an "extended amount of time" due to the injury.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device not returned. Summary of event: as reported, during a cystourethroscopy and left ureteroscopy with biopsy, a patient suffered a grade 4 ureteral injury following the use of a cook single-use holmium laser fiber. Per the initial reporter, this was due to a "surgeon error". A ureteral stent was placed for an "extended amount of time" due to the injury. Investigation evaluation: reviews of the instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. No product was returned for visual inspection or testing. Without visual, dimensional, and/or functional testing of the product, we are unable to determine if this is a manufacturing issue. A search of the complaint database [device history record] could not be completed due to lack of lot information. The investigation concluded that the product was manufactured to specifications. The evidence indicated the product in-house and in-field meets specifications. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint was patient factors/anatomy (reported patient anatomical abnormality of duplicated (double) ureter and left ureteral polyp/mass) and/or inadvertent user/procedural issues. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.